Manufacturer narrative:
Per the user facility's biomedical technician, the unit was turned on and went to a battery error. He checked the electrical outlet at the user facility. It took the unit a while to switch over from battery to alternating current (a/c).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the battery was not charging. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per field service representative (fsr), the end user had a machine that was left on and unplugged while installing tubing packs and later in the week when they went to use it, the machine had a battery message that went away as they used the machine. The batteries were charging fine. The batteries were due for replacement as part of preventive maintenance (pm) and fsr will replace the batteries.

Manufacturer narrative:
The reported complaint was not verifiable. The issue had been resolved by applying the normal charging practices, so there will be no repair required and also the repair service was declined. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.